Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-01861 and 1225714-2013-01862.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report numbers: 1225714-2013-01861 and 1225714-2013-01862. Add'l info was also received regarding the date of event; however, there is a discrepancy as the newly provided date of event/date of death is different that the date of event/date of death that was originally reported. Add'l info to clarify the date of event and date of death has been requested and will be submitted upon receipt accordingly.